Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the ultrasonic air sensor (uas) latch broke off. The device was not changed out, as they used nurses tape to hold it together to finish case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The uas was then sent to user facility's biomedical engineer (biomed) for repair. The biomed called the manufacturer for the part number.